Manufacturer narrative:
Trackwise: (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/20/2025. An investigation was conducted on 6/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. There were no visual defects observed on the intact cannula or intact c-ring. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID: 14332). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 5001 sccm, which is out of the specified acceptable range of 2000sccm-4500sccm (mpi2051005, step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was confirmed. A manufacturing engineering evaluation was conducted. The reported failure of "improper flow or infusion" was not confirmed. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing. The complaint cannula device was submerged in water. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing as evidenced by the visible air bubbles. The luer lock valve and the insufflation tubing near the main seal was inspected. There were no defects detected. See figures 1 and 2. The open end of the insufflation tubing was also inspected and there was no visible obstruction. See figure 3. Based on the manufacturing engineering evaluation, the reported failure "improper flow or infusion" was not confirmed. See attached manufacturing engineering evaluation memo. The lot#: 3000479173 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they experienced insufflation issues. They then attempted a three-way stop cock which corrected the issue. There was a minor procedural delay of 3-5 min. No patient injury.